Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with palpitations. Upon device interrogation, right atrial (ra) lead had a dislodgement and the right ventricular (rv) lead exhibited oversensing. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.